Manufacturer narrative:
(B)(6). Weight reported as (B)(6) pounds. Date of event: unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pediatric patient had a revision surgery on (B)(6) 2014. It was reported that a pediatric patient was implanted t4-l2 (55 right main thoracic curve lenke type 1) on (B)(6) 2013. The original surgery was a posterior thoracic and lumbar fusion for scoliosis correction. Approximately one year post-operatively, patient noticed some pain on her right lower side, including the hip region. Post-operative computerize topography (CT) images taken on (B)(6) 2014 confirm patient has fused, but a small statute nut has come loose at right l2. This was not seen on any prior CT images. There was some loss of correction. On (B)(6) 2014, the patient underwent revision surgery to remove all hardware from t4-l2. It was reported that the patient had pseudoarthrosis at l2 and lost some correction because her spine did not fuse completely. It is suspected that the patient also has pseudoarthrosis at t4-5, but the hardware was intact and tight at that level. The patient was revised with a regular universal spine system construct from t4-l2. A time delay of ten minutes was reported to remove the old hardware. The revision surgery was completed successfully. This is report 3 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was completed: there were no signs of damaged and the 12 point nut (part 298.022) could be securely threaded onto the screw. The technique guide was reviewed for the proper use and application of these implants. One stainless steel 6.0mm dual-opening screw 40mm (part 298.417, lot 6245668) was explanted and returned due to an adverse event, no reported product problem. The drawing for this screw was reviewed and the design, materials and finishing process were found to be adequate for the intended use of this implant. Upon examination of the returned part, there were no signs of damaged and the 12 point nut (part 298.022) could be securely threaded onto the screw. The complaint of the nut coming loose post-operatively was likely caused by the nut not being securely tightened onto the screw. The construct is to be tightened by using a 10nm torque limiting wrench over the 12 point nut, and a 4.0mm hex screwdriver interfacing with the screw in conjunction with a torque limiting wrench. The torque limiting wrench should be turned clockwise until a click is heard, as per the technique guide. Given the condition in which the parts associated with this complaint were returned in, and the ability of the screw and nut to be easily threaded and assembled together with the rod and collar, it is likely that the complaint resulted from the under tightening of the construct. It is not known as to if the torque limiting handle was utilized in the initial surgery and if so if the torque limiting handle was within calibration. This complaint is a result of surgical technique, the design of the implant is adequate for its intended use. This complaint is confirmed as the x-rays verify that the nut was loose in-vivo. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.